Manufacturer narrative:
The device was received fully deployed. During investigation, the pod was able to successfully communicate with a master controller and an unused controller. A bolus delivery and a rerun of the pod were successfully completed. No communication errors or data abnormalities were observed during the rerun. No damages or defects were observed that would contribute to a communication error during operation. The exact cause of the communication error during operation could not be determined. During investigation, a tear was observed in the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this tear. The observed soft cannula damage is currently under the referenced CAPA investigation. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone 15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod experienced a communication error during operation after approximately 1-4 hours of wear. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation and a torn cannula was identified.